Manufacturer narrative:
A review of the complaint history for sn (B)(6). Was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6). Was performed from the date of manufacture, 04-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that added a new employee to the network and getting 'unable to authenticate error. A technical support specialist (tss) dialed into the server and checked the logs. No entries were found indicating the user had logged into the server. In patient encounter system (pes), the user was confirmed as active. The tss advised the user to log in to the server first, wait a few minutes, and then attempt to log in to the station. The tss found that the station had a communication issue with the server, which caused the new order to not appear at the station. The hospital it (information technology) team made changes on their end that resolved the issue. The system functioned as intended after the technical support specialist and hospital it team troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new employee was added to the network and an unable to authenticate error was encountered. Medications were added; however, they did not cross over successfully. However, there were no delays, adverse events or injuries reported based on this event.